Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned posterior surface up instead of anterior surface up in the iol case. Solution and blood like substance are dried on both surfaces of the optic and the haptic. One haptic is broken or torn and not returned, the other haptic scratched or marked rejectable. The optic is fractured and scratched or marked rejectable. We are unable to determine the root cause for the reported complaint broken haptic. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage or condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of broken haptic. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).